Event description:
It was reported by the sales rep that the customer has received a power pro with the retaining post displaced approx 1 inch from its standard position. There is no reported pt involvement or adverse consequences.

Manufacturer narrative:
Customer evaluated and repaired unit.